Event description:
The doctor stated that he placed a medpor mandible implant on a pt. The doctor stated that after placing the implant, it looked as if it could become exposed. The doctor stated that the implant fit very well, but the pt had scarring and tissue degradation from a previous surgery. The doctor placed the mandible implant from an intra-oral approach and noticed post-op that there was irritation and reddening. The doctor stated that due to the scarring from the previous surgery and the overall poor condition of the surrounding tissue created by radiation, the implant may become exposed, therefore, he removed the implant. The doctor stated that he intends to perform a scar reduction procedure at a later date and will consider replacing with another medpor mandible implant.